Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 26 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1736 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 20-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage") in a 26 year-old female patient who had essure inserted (lot no. B93881) for female sterilisation. The patient had a medical history of parity 1, gravida ii, endometriosis, menses irregular, pelvic pain, left lower quadrant pain, obesity and leukorrhea. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus,hysteroscopy,bilateral salpingectomy,removal of bilateral essure coils). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: 1st device loaded through operating channel of hysteroscope, and inserted into the l tubal ostia. Trailing coils in uterus: 6. 2nd device loaded through operating channel of hysteroscope, and inserted into the r tubal ostia. Trailing coils in uterus: 4. Non drug treatment: fulgaration of endometriotic implants of the pelvic peritoneum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 38.792 kg/sqm. [Pathology test] on (B)(6) 2019: final diagnosis: right and fallopian tubes with essure coils, bilateral salpingectomy: no overt morphologic abnormalities observed. Essure coil present on both sides. Source: right fallopion tube with essure coil; left fallopion tube with essure coil. Clinical history: pelvic pain. Gross description: right fallopian tube: a partially stretched silver metallic coil protrudes from the proximal lumen and is up to 2.8 cm long. Left fallopian tube: the shorter segment is fimbriated along with two separate portions of coiled silver wire. A stretched portion of silver metallic wire protrudes from one end that is up to 15 cm long. Two additional portions of coiled silver wire ranging from 0.8 up to 2.5 cm are received separately in the container. [Ultrasound scan vagina] on (B)(6) 2019: technique: transvaginal grayscale and color doppler ultrasound of the pelvis was performed. Findings: the uterus is retroverted and normal in size and echogenicity, measuring 6.0 x 3.3 x 4.8 cm. The endometrium is normal in thickness, measuring 5.8 mm in transverse diameter at the fundus. There are indwelling bilateral essure devices in the expected positions at the interstitial segments of the fallopian tubes. The ovaries are normal in size and echogenicity, measuring 10.2 ml on the right and 7.0 ml on the left. There is normal internal vascularity on doppler, bilaterally. There are multiple small similarly sized peripheral ovarian follicles in both ovaries suspicious for polycystic ovaries. Impression no evidence of acute pelvic pathology. Indwelling bilateral essure devices in the expected positions. Multiple small peripheral ovarian follicles, suspicious for (but not diagnostic of) polycystic ovaries. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: deviec breakage. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical device removal was updated to device breakage.reporters, patient information, medical history, lab data, indication, lot no., removal date, non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage") in a 26 year-old female patient who had essure inserted (lot no. B93881) for permanent contraceptive tubal implant. The patient had a medical history of parity 1, gravida ii, endometriosis, menses irregular, pelvic pain, left lower quadrant pain, obesity and leukorrhea. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus,hysteroscopy,bilateral salpingectomy,removal of bilateral essure coils). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: 1st device loaded through operating channel of hysteroscope, and inserted into the l tubal ostia. Trailing coils in uterus: 6 2nd device loaded through operating channel of hysteroscope, and inserted into the r tubal ostia. Trailing coils in uterus: 4 non drug treatment :fulgaration of endometriotic implants of the pelvic peritoneum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 38.792 kg/sqm. [Pathology test] on (B)(6) 2019: final diagnosis: right and fallopian tubes with essure coils, bilateral salpingectomy: no overt morphologic abnormalities observed. Essure coil present on both sides. Source: 1. Right fallopion tube with essure coil 2. Left fallopion tube with essure coil. Clinical history: pelvic pain. Gross description: right fallopian tube: a partially stretched silver metallic coil protrudes from the proximal lumen and is up to 2.8 cm long. Left fallopian tube: the shorter segment is fimbriated along with two separate portions of coiled silver wire. A stretched portion of silver metallic wire protrudes from one end that is up to 15 cm long. Two additional portions of coiled silver wire ranging from 0.8 up to 2.5 cm are received separately in the container. [Ultrasound scan vagina] on (B)(6) 2019: technique: transvaginal grayscale and color doppler ultrasound of the pelvis was performed. Findings: the uterus is retroverted and normal in size and echogenicity, measuring 6.0 x 3.3 x 4.8 cm. The endometrium is normal in thickness, measuring 5.8 mm in transverse diameter at the fundus. There are indwelling bilateral essure devices in the expected positions at the interstitial segments of the fallopian tubes. The ovaries are normal in size and echogenicity, measuring 10.2 ml on the right and 7.0 ml on the left. There is normal internal vascularity on doppler, bilaterally. There are multiple small similarly sized peripheral ovarian follicles in both ovaries suspicious for polycystic ovaries. Impression no evidence of acute pelvic pathology. Indwelling bilateral essure devices in the expected positions. Multiple small peripheral ovarian follicles, suspicious for (but not diagnostic of) polycystic ovaries. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: deviec breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 26 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1736 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.